Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for shortness of breath. A device check was performed and revealed loss of capture due to an elevated threshold from a change in the patient's condition. Programming changes were made. The patient was stable.